Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. The noise was unable to be reproduced in clinic. Other electrical measurements were stable. No intervention was reported. The patient was stable and would continue to be monitored.